Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. Customer's blood glucose level was of 525 mg/dl at the time of incident. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin pump. Troubleshooting was not completed for high blood glucose as they did not had insulin pump with them at the time of call and they will call back for the same. Customer states that auto mode feature was not activated at the time of high blood glucose event. The customer's wife stated that her husband took off the insulin pump and then put him on intravenous drip. The insulin pump will not be returned for analysis.